Event description:
Hcp reported the pt was not getting pain control. Troubleshooting was performed - unk type or date. The pump was then explanted and replaced in 2004. It was returned to the MFR for analysis. A follow up report will be sent when additional info is obtained.